Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and the customer may continue to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.